Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced syncope and presented to the emergency room. Upon device interrogation, the right ventricular lead and left ventricular lead both exhibited loss of capture. The left ventricular lead was reassessed and exhibited normal capture. The patient presented on (B)(6) 2018 for revision procedure. The right ventricular lead was explanted and replaced successfully. The patient was stable post-procedure.